Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received appropriate shocks and anti-tachycardia pacing (atp) therapy for a ventricular arrhythmia. Review of the therapy identified that the rhythm was accelerated into the ventricular fibrillation (vf) zone following the second burst of atp. A 41j shock was delivered to successfully convert the arrythmia. The device remains in service and no additional adverse patient effects were reported.